Event description:
Info rec'd indicates the brake is not working.

Manufacturer narrative:
The technician found when the brakes were set; the hex rod which sets the brake on the caster would come out of the caster. The technician installed new hex and set screws to repair the stretcher.